Event description:
A discordant advia centaur psa result was obtained on a patient sample. The result was released to the physician. Upon repeat the corrected result was reported out. There was no report of patient intervention or adverse health consequences due to the discordant psa result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant psa result was due to a cuvette which was jammed. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.